Event description:
It was reported the stimulation was in the wrong location following a position change after a recharge session. The pt indicated that she had recently spent a lot of time in the hosp visiting her mother. The pt was in good condition at home at the time of the report. The pt was directed to contact the physician. Additional info has been requested from the hcp, but was not available as of the date of this report.